Event description:
The manufacturer received information alleging a trilogy 202 ventilator required preventative maintenance due to a "service required" message. The device was not in use on a patient at the time of the occurrence. The trilogy 202 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to (obm_accy_urgent_service) was recorded in the device event log. In conclusion, the device's system board kit was replaced to address the issue. The root cause is confirmed at this time. The device passed all test. Additionally, during the service of the device, the pollen filter and sd card case were replaced due to preventative maintenance. The power cord and plastic thread cap were missing and replaced. The motor blower assembly kit was replaced due to dirt contamination and the stirring fan foam kit which was required with blower replacement. All parts were replaced unrelated to the reportable malfunction/issue. The device passed final testing.